Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ett has a leak in the cuff. Clinician verified the leak by instilling saline into the cuff to see the leak. This was discovered after inflating the cuff after intubation to verify return of tidal volumes. The cuff was checked prior to placing the ett tube and only discovered to be leaking after vent alarms were going off indicating insufficient volume to the patient. Patient was re-intubated 3 times until cuff pressure could be maintained and volumes from vent could be delivered". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used" and "care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used". The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation.". A device history record review was performed, and no relevant findings were identified. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ett has a leak in the cuff. Clinician verified the leak by instilling saline into the cuff to see the leak. This was discovered after inflating the cuff after intubation to verify return of tidal volumes. The cuff was checked prior to placing the ett tube and only discovered to be leaking after vent alarms were going off indicating insufficient volume to the patient. Patient was re-intubated 3 times until cuff pressure could be maintained and volumes from vent could be delivered". No patient harm or injury. The patient status is reported as "fine".